Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous posterior descending artery that is 85% stenosed. The 4.0x33mm xience prime stent delivery system met resistance during advancement with anatomy and the shaft separated into two separate pieces. The separated portion was removed via snare. A new xience prime of a similar size was used to complete the procedure. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device. The reported material separation was confirmed. The reported failure to advance could not be tested as it was based on operational context. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issues and subsequent treatment appear to be related to circumstances of the procedure. In this case, it is likely that the interaction with the moderately calcified, moderately tortuous and 85% stenosed lesion contributed to the reported failure to advance and subsequent material separation. Analysis of the returned device confirmed the reported material separation at the shaft. This type of damage can result from device manipulation. In addition, analysis noted the guide wire exit notch was stretched. This indicates the guide wire was manipulated against resistance with the stent delivery system. There is no indication of a product quality issue with respect to manufacture, design, or labeling.